Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data returned no alarms and no abnormalities in the data. The external soft cannula was bent, but there is no evidence of how this occurred and fluid is still able to pass through the path no other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached up to 280 mg/dl while wearing the pod between 1 and 4 hours. Patient also experienced an occlusion alarm while wearing this pod; additional method of treatment was not provided.